Event description:
It was reported via a voluntary medwatch report that three months after placement, the filter malpositioned. "Placement was uneventful" three months after placement" an abdominal x-ray showed that the filter rotated 90 degrees, and is now in a horizontal position. A second filter was placed above the current filter." Current status of the patient is unknown.

Manufacturer narrative:
This event was reported via a voluntary medwatch report (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.